Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient called to report pain since device was implanted on (B)(6) 2014. Requested a copy of the instructions for use. Patient stated radiographs were taken last week which show fusion. Patient would like plate removed. Surgeon is resistant in doing so. Reason for surgery: mr. (B)(6) was hit by a drunk driver. He also had unrelated cervical radiculopathy and myelopathy (nerve damage made it difficult to help a pen). Prior to surgery pain from 1-10 was 15-18. Surgery was performed to improve the condition. Right after surgery, mr. (B)(6) no longer felt any arm pain but felt a lot of throat pain. In the x-rays the superior head of the plate was projecting 3-4 ( units on x-ray) off of the cervical vertebral body. The plate was placed c6-c7 on the anterior of the throat behind the trachea. Cartilage is lodged on the plate not allowing the epiglottis to close. Both the primary physician and ear, nose & throat physician recommend the plate be removed. Mr. (B)(6) has an appointment on (B)(6) 2015 to discuss a revision with operating surgeon.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.